Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab lead tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that when setting the anchor and pulling back for deployment, there was no suture or components visible. They lost access and had to hold manual pressure. There was no blood loss. It was confirmed that the anchor was still in the device. Terumo medical received an FDA medwatch report # mw5187554. The event description states: "closure unsuccessful due to angioseal collagen plug and wire defected during attempted deployment."